Event description:
It was reported that while using bd¿ haemophilus test medium agar (htm) haemophius influenzae doesn't grow on the plate. The following information was provided by the initial reporter: the customer observed that haemophius influenzae doesn't grow on the plate. They performed a control with an atcc strain, that didn't grow either.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against haemophilus test medium agar (htm), catalog number 254058, lot number 1187036 with respect to poor growth of haemophilus influenzae. Event description: it was reported that haemophilus influenzae showed poor growth on the affected medium. The performed control using atcc strains showed poor growth as well. Complaint history review: the complaints trends were reviewed for a period covering 12 months. There are additional two complaints for poor growth of haemophilus sp. Strains currently under investigation. In addition, there are currently a total of six complaints under investigation regarding the same issue under investigation. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: return samples and pictures were not provided by the customer. Retain samples for batch 1187036 were analyzed. The qc department performing the analysis could confirm the complaint for poor growth of h. Influenzae. Evaluation results: since the bhr showed no deviations we have excluded any systemic failure in our manufacturing process. Because a complaint trend could be identified, bd has set up an internal investigation which is currently ongoing. A definite root cause is not identified yet. Investigation conclusion: based on our evaluation we can confirm this complaint for poor growth of h. Influenzae. Bd will continue to monitor for complaints regarding material number 243058. We are sorry for your inconvenience and will update you as soon as our investigations are finished. We would suggest that any prepared plated media is set aside, and not use, that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. (B)(6), annex 2; chapter 1117 ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ haemophilus test medium agar (htm agar) catalog number 221954 with 510k number k894216b. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. .

Event description:
It was reported that while using bd¿ haemophilus test medium agar (htm) haemophilus influenzae doesn't grow on the plate. The following information was provided by the initial reporter: the customer observed that haemophilus influenzae doesn't grow on the plate. They performed a control with an atcc strain, that didn't grow either.